Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 302 mg/dl. Customer was treated with insulin drip. Customer experienced ketones, vomiting and nausea. During troubleshooting, the high pressure test failed twice. The displacement test passed. Advised the insulin pump will be replaced. Nothing further reported.